Event description:
It was reported that the pt developed pneumonia and a urinary tract infection (uti) that became septic. The pt went to the ER, then was admitted to the hospital. The pt complained that the stimulation was too high, but noted that she was "altered" due to "electrolyte imbalance". It was clarified that the pt had turned her device off and was not using the therapy. It was noted that she had recently turned the therapy back on. After the pt was sent home from the hospital for being treated for pneumonia and a uti, she had to be medi-evacuated back to the hospital, subsequently admitted to a nursing facility. She was now back at the hospital. The healthcare professional would like to do MRI due to the pt's diagnosis being unk. Her stimulation was off and her bladder was not releasing urine. It was noted that the pt had a number of other health issues recently, so stimulation has been off. The pt status was unk. Further info is being requested from the healthcare professional.